Event description:
Customer reporting that they had a patient wheeled in, the tube was directed to wallstand in the center of the room, not in vicinity of the wallstand, but it still tracked to the low wallstand height and automatically dropped down on patient's legs. The patient was seen by a nurse. It was further confirmed that patient was actually unaffected. The radiographer was able to rush over and stop the tube before it touched or landed on the patient¿s legs. However, the radiographer injured his shoulder when trying to stop the tube. Unfortunately, customer was not able to provide details of the shoulder injury at this time. Based on the available information this event has been determined to be a reportable event.

Manufacturer narrative:
Reference ID: (B)(4) the digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on the digitaldiagnost c90 indicating that the cs tube tracks to ws when there is no collimator coverage and is very far away. Radiographer shoulder got injured. No other information provided due to confidentiality issues. A philips clinical application specialist (cas) conducted an onsite inspection in response to a complaint about unintended tube tracking when the tube head wasn't aligned with the wallstand detector, resulted in a radiographer's shoulder injury. The cas person and chief radiographers were implemented new protocols grouping wallstand and free detector exams to prevent accidental tracking and adjusted the auto drop down to next exams in system to smoothly transition between exams. They provided education and training on correct workflow, safe manual tube head handling, and understanding the automatic tracking mechanism. Following onsite support and training, healthcare professionals now understand how to use the tracking mechanism effectively. After onsite application support and required education was provided to resolve the issue, system functioned as intended. The clinical application specialist provided education to hospital health care professionals and device was returned for clinical use.

Manufacturer narrative:
Correction: initial & final report submitted on 12-jul-2024. In this supplemental report, code has been updated as below: patient outcome code grid: updated from "appropriate clinical signs, symptoms, conditions term / code not available c172078 e2402 (imdrf code)" - to "insufficient information c172137 e2401 (imdrf code)". Health impact grid: updated from "appropriate term/code not available c171944 f28 (imdrf code)" - to "insufficient information c172138 f24 (imdrf code)".

Manufacturer narrative:
Correction: initial & final report submitted on 12-jul-2024. In this supplemental report, code has been updated as below: patient outcome code grid: updated from "appropriate clinical signs, symptoms, conditions term / code not available (B)(6) (imdrf code)" - to "insufficient information (B)(6) (imdrf code)". Health impact grid: updated from "appropriate term/code not available (B)(6) (imdrf code)" - to "insufficient information (B)(6) (imdrf code)". (B)(6) 2024: correction: box g: all manufacturers - contact office name changed from "(B)(4)" to "(B)(4)". Report source - changed from "company representative, foreign, health professional, user facility," to "company representative, foreign, health professional," date received by mfg - changed from "blank" to "06/17/2024".